Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that after waking up from their initial implant, there was pain on their right side like someone was sticking them with an ice pick and they were in severe pain. The physician carried out a test and found that the leads which were initially implanted had caused pericarditis. Both leads have been replaced. No further patient complications have been reported as a result of this event.